Event description:
The patient had arthroplasty performed about less than a year go and had successful recovery. However, developed a significant clicking and popping and instability in the knee. The pt also developed painful large effusion which was drained and culture resulted negative findings. Imaging studies showed disengagement, and patient underwent revision surgery.